Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or device damaged by another device (dislodged). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation and device dislodged appear to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5+ functional tricuspid regurgitation (tr), septal leaflet had a central cleft and significant amount of chordae for a triclip procedure. During the procedure, first and second triclips were implanted. While implanting the third clip on the medial side of posterior and septal region of the valve, the clip became engaged with the septal leaflet and chordae, it was observed that the physician had dislodged second triclip from the anterior leaflet while trying to free the third triclip. Third triclip was not able to be removed from the septal leaflet and was decided to implant by capturing both the leaflets. Leaflets were captured, after removing the lock line, it was observed that the posterior leaflet had come out of the clip. Additional mitraclip xtw was implanted on central side of anterior and septal leaflet to stabilize the slda. The final tr was grade 5. There were no adverse patient effects or clinically significant delays reported.